Manufacturer narrative:
The cause of the discordant, falsely low hcg result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on an immulite 2000 xpi instrument, while using an unknown kit lot. The sample was repeated on an alternate platform, resulting higher. It is unknown if the initial or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.

Manufacturer narrative:
The initial MDR 2432235-2017-00600 was filed on november 10, 2017. Additional information (10-nov-2017): additional information regarding results being reported to the physician(s) has been received. Updated with this information. Additional information (17-nov-2017): a siemens headquarters support center specialist reviewed the event data and stated that the immulite 2000 xpi human chorionic gonadotropin (hcg) assay is highly specific for hcg and falsely low results are not typical for this assay. The production of hcg is extremely rapid following conception and is variable among individuals. A patient with a low value should be redrawn in 2 days and tested again, as hcg values double every 48 hours in normal pregnancy. When aberrant or abnormal results are suspected the laboratory should make certain that the system is performing and operating as expected. This patient sample was not repeated or redrawn for additional testing on the immulite. Quality control and other patient samples were not affected. This issue only affected this patient sample. A product non-conformance has not been identified. The cause of the discordant, falsely low hcg result on one patient sample is unknown. The device is performing within manufacturing specification. No further evaluation of device is required. Updated with result and conclusion codes.

Event description:
The result obtained on the immulite 2000 xpi instrument was reported to the physician(s). The corrected result from the alternate platform was reported to the physician(s).